Manufacturer narrative:
B3: date of event is estimated. The return reason of service needed is confirmed since compressor is found noisy, due to bad housing bearing and damaged seals.

Event description:
It was reported that the patient's device was not providing enough oxygen due it's sensor and compressor failing. The issue caused the patient to experience breathing issues as the patient did not have a backup oxygen tank. The patient has received their replacement device.